Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was 588 mg/dl at the time of incident. Customer reported that auto mode feature was active at time of high blood glucose event. Customer treated with manual injection. Customer performed self test, high pressure test and device verification test and all test were passed the insulin pump will not be returned for analysis.